Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. It was microscopically inspected and there were several marks on the edge of the needle by use of the needle holder. The hole of the needle was examined for suture remnant and remnant was found in the hole. The suture piece was examined and the swaged area was not observed. The end of the suture was severely cut and damage along the body of the suture strand was observed. The sample condition suggests improper handling of the needle/suture.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.